Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that the catheter was inserted with the stylet tip protruding from the catheter tip. Because there was vascular tortuosity near the sheath center and the catheter could not be advanced, when the catheter was pulled back, the stylet was broken. CT examination was performed and revealed that the stylet segment migrated to the pulmonary artery. The doctor continues the follow-up observation. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of broken stylet was confirmed. The product returned for evaluation was one 3cg stylet with a t-lock assembly. The returned product sample was evaluated and confirmed to be broken. The break occurred on the stylet tubing outside the magnet string region. The following observations were made which were consistent with this failure type: microscopic examination revealed deformation of the stylet tubing at the break site. Microscopic examination revealed localized delamination of the stylet tubing at the damage site(s), indicative of tubing kinking/folding. Kinking of the surrounding stylet tubing. Measurements of the stylet core wire were taken and confirmed to be within specifications. The condition of the sample prevented accurate measurements of the stylet tubing and magnet from being taken. The observed features of the break in the stylet were indicative of circumstances which included stylet kinking, likely during the insertion process. Additionally, the description of the event indicated the stylet tip was protruding from the catheter tip, which likely allowed the stylet to kink and ultimately break during the insertion process. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by the customer that the catheter was inserted with the stylet tip protruding from the catheter tip. Because there was vascular tortuosity near the sheath center and the catheter could not be advanced, when the catheter was pulled back, the stylet was broken. CT examination was performed and revealed that the stylet segment migrated to the pulmonary artery. The doctor continues the follow-up observation. There was no reported patient injury. No other information was provided.